Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult to remove from the guiding catheter and introducer sheath was confirmed. The reported deflation difficulty could not be confirmed due to the condition of the returned device. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the left main coronary artery, the physician inflated the nc trek dilatation catheter at the target lesion. Some resistance was noted during inflation. Upon deflation, the proximal half of the balloon deflated; however, the distal half deflated only partially. The physician was able to pull the partially inflated dilatation catheter out of the left main, but was unable to pull the device into the guide catheter. The physician then intentionally over-inflated the balloon in order to rupture the balloon; however, the device was still unable to be pulled into the guide catheter. The physician removed all devices as a single unit, but was unable to pull the dilatation catheter into the 6 french sheath. The physician was able to remove all devices from the patient anatomy, with some resistance at the arteriotomy. A non-abbott vessel closure device was applied and all looked fine at the conclusion of the procedure. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.